Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery hand piece device stayed blocked in the drilling position. It was further reported that it was not possible to stop the device. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. It was reported that there was permanent body impairment to the patient. However, no additional information was provided regarding what permanent body impairment occurred. No information was provided regarding the patient¿s pre and post-operative condition or if any medical intervention or prolonged hospitalization was required. Several attempts have been made to obtain additional information. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was dismantled for investigation, and no deviation of any part of the device was detected. The device passed all tests and no failure was identified. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.